Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for hv lead impedance. During follow-up through merlin.net transmission, gradual increase in pacing impedance and threshold was observed. Review of session records revealed that the hv lead impedance and pacing impedance have always been high. There was only one hv lead impedance reading that triggered alert. Patient will be monitored.